Event description:
Patient had PICC line placed. The following day the PICC team notified that patient was complaining of burning when PICC site, (white port) in use. Leaking noted when white port was flushed. PICC line discontinued and upon inspection it was noted to be two small cracks in the PICC line between the 3 & 4 cm markings.